Event description:
On (B)(6) 2011 it was reported that the pt experienced coupling and or communication issues. The pt was able to get 50 on the antenna locator but no coupling bars. The pt tried using the recharging belt, briefly got 8 charging bars, than lost them all. Additional info received from the hcp reported that the pt's lead migrated resulting in inadequate coverage. The lead was revised on (B)(6) 2011 and the pt did not require hospitalization. The pt outcome was unk.

Manufacturer narrative:
(B)(4).